Event description:
It was reported that dilaudid was causing the patient to have hallucinations really bad. The medication also caused cramps, pain all over, and convulsions. The drug would ¿hit¿ and the patient¿s body would shake. The hallucinations started intermittently in 2009 and were stated to have a sudden onset. The patient was sent to a hallucination ward and was supposed to be there for 5 days but it was ¿over 20 some¿ days before the patient was released. The hallucinations had stopped but they came back in 2011 and it was different that time. When the hallucinations returned, they were mild. It was also noted that he patient¿s skin would get hot. It was unclear if this symptom was thought to be related to the dilaudid. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n173339, implanted: (B)(6) 2008, product type: accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).